Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Review of the submitted log file confirmed transient elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a direct correlation between the power elevations and the suspected thrombus could not be conclusively established. The submitted log file contained events from 11jan2023 through 31jan2023. Two notable elevations in pump power and flow were captured on 12jan2023 and 20jan2023, with values recorded at 8.8 and 9.7 watts and 9.6 and 11.1 lpm, respectively. No other notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation therapy and the recommended international normalized ration (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent elevated pump flow and pump power as high as 11.1 w. There had been previous concern for thrombus, and at this time lactate dehydrogenase (ldh) results were pending. There continued to be a concern for pump thrombus and log files were submitted for review. The log displayed a few transient elevations in power and flow as mentioned and some were associated with pulsatility index (pi) events.